Event description:
In 2008, the pt reported that the adhesive of his infusion sites is not sticking to his skin as it should. He stated that he uses adhesive tape to help keep the infusion sites in place. No physiological effects were reported. The pt was sent sample infusion sets and information on infusion site mgmt. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.